Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient noted they were getting their ins replaced because they were having problems with it, and it was clarified that the patient was having a hard time keeping the ins charged and the ins would not turn on even when charged. The patient is also pretty sore from their replacement surgery on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported the patient's other ins quit so they switched out to a new implant on monday the (B)(6). Patient stated the previous implant quit last year. Patient stated it also would look like the ins was charged but was not so the hcp replaced it. No further complications were reported/anticipated.